Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been in the hospital for 3 weeks due to copd and had been in and out of the ICU. The hospitalization was not related to the patient¿s device or therapy. After the patient was put into the ICU, they had a return of symptoms on (B)(6) 2015 and their family member needed to know what to do with the system to make sure it was functioning. The patient¿s family member was able to verify that stimulation was turned off and see that the implantable neurostimulator (ins) was set at 2.3v. The patient was able to feel stimulation. The patient wanted to keep it at the current setting because they were afraid if they were to turn it up it would burn. The patient lost the patient manual, they were not able to find the programmer manual, and the patient never received the therapy guide. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09nay, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).